Event description:
It was reported that a file separated in the canal during a procedure. The doctor was unable to retrieve the separated piece and opted to extract the tooth.

Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, the tooth was extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability. The device was not returned for evaluation and the lot number is not known for retained product testing and/or DHR review.